Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged drivers, damaged cartridge. Additional information was requested and the following was obtained: staples were formed in a seemingly random patter (3 rows then 2 rows for several centimeters) and some but not all staples in the non existent rows deployed in a goal post shape. Some staples remained in the cartridge and the sled was visibly damaged. The analysis found that one device was returned in good visual condition and with an ecr60g cartridge reload. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing of a device across the stomach with a green reload the device misfired. The anvil was positioned posterior relative to the stomach with the cartridge half positioned anteriorly. The staple formed a complete three rowed staple line on the patient side, but the specimen side formed an incomplete and malformed staple line. Initial inspection showed that the cartridge sled was broken inside the reload and there was a staple pulled proximal in the stapler. Case completed with another device of the same product code. There were no patient consequences.